Event description:
(B)(4). In 2011, I started rapidly gaining weight. My stomach was always bloated. I also experienced: fatigue, heavy bleeding, cramping, nausea, depression, leg cramps, migraines, irritability, fevers for no reason, low vitamin d, thyroid problems, severe night sweats, loose bowel movements, vision problems. I've been seen by my regular md for years with these problems. Five weeks ago, I had a sharp, knife like pain, shoot through my bladder/uterus. I've had a vaginal exam. Blood was found in my urine, but no proven uti. A vaginal ultrasound, a pap-smear, mammogram, and been put on antibiotics twice. Still no relief from the stabbing pain. During the pap-smear, my doctor barely touched my cervix, and the pain shot through me. He "thinks" it might be that the essure coils have either broken free from my fallopian tubes, or have broken off and been displaced. For 5 days now, I have had nausea, cramping in my legs, sharp vaginal pains, fatigue, loose bowels, headaches, and an overall feeling like I have the flu. I have always maintained a regular weight and worked out regularly. Putting on over (B)(6) so quickly concerns me, as does the fact that something could be cutting into me, causing permanent damage. This device, when original placed, was partially covered by my insurance company at the time.

Event description:
(B)(4). My leg cramps have gotten so bad now that I have started taking muscle relaxers just to be able to sleep. Nothing else takes away the pain. The swelling in my feet, toes, and hands has progressively gotten worse as well. I cannot wait for (B)(6) to get these coils out of my body!!

Event description:
#Medwatcher #followup 2 #FDA mw5061773 #(B)(4). After having severe pain for the past few weeks, I again went to my doctor. Urine test was fine, I now need a colonoscopy, and something is wrong with my kidneys. The stabbing pain in my uterus is still there, and the nausea is relentless. I cannot wait to get these essure coils out of my body. I'm not quite sure what else may be damaging my body due to these horrible things. I just got news that my out of pocket expense to remove them is almost (B)(6). Bayer needs to pay for what they have done to us. How they sleep at night is beyond me.

Event description:
(B)(4). Had an x-ray done today. It looks like one of the coils has moved to my uterus. It has not officially been seen by my doc, but it sure looks like it's not where it's supposed to be. One of them is tilted and appears to still be in tact. But the other is right in the middle of my uterus. Perhaps this is why I am experiencing such pain, bloating, and fatigue. I'll keep you posted!